Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden rise in left ventricular (lv) pacing impedance measurements. High out of range lv pacing impedance measurements were exhibited. In addition, technical services (ts) advised there were small rises in right atrial (ra) and right ventricular (rv) pacing impedance measurements. However, these pacing impedance measurements have returned to prior values. Ra and rv pacing impedance measurements remained within normal limits. High within normal limits rv shock impedance measurements were also exhibited. The health care professional advised the patient was scheduled to be seen at the clinic. Additional information provided the patient was seen in clinic for a device evaluation. After testing the field representative confirmed there was no loss of capture exhibited. However, high capture thresholds were exhibited. No noise was observed on any stored electrograms. Reprogramming will be completed and the patient monitored. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a sudden rise in left ventricular (lv) pacing impedance measurements. High out of range lv pacing impedance measurements were exhibited. In addition, technical services (ts) advised there were small rises in right atrial (ra) and right ventricular (rv) pacing impedance measurements. However, these pacing impedance measurements have returned to prior values. Ra and rv pacing impedance measurements remained within normal limits. High within normal limits rv shock impedance measurements were also exhibited. The health care professional advised the patient was scheduled to be seen at the clinic. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.